Event description:
It was reported that a patient presented for a follow-up and an alert for hv lead impedance was observed. Fluoroscopy revealed that the lead looks normal. Programming changes were made, and the lead remains implanted. The patient is in good condition.